Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n319052001, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter; product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jan-2014, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #:(B)(4), ubd: 15-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving gablofen (2000 concentration at a dose of 177.3) via an implanted infusion pump. It was reported that the patient experienced a return of spasticity and a loss of therapy was suspected. The event date was unknown. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The patient's dose was increased and a dye study was performed. The pump was interrogated and was working, but the hcp suspected a disconnect or leak in the catheter. A full system replacement was performed on (B)(6 )2020 and it was unknown if the issue was resolved. The catheter was cut into several pieces during the explant and discarded. The patient's status was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# n319052001, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type catheter, product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that updated information would be available before 2020-jun-04.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. The 8709sc catheter was returned and an anomaly to the catheter/guide wire was identified. Product ID: 8709sc, lot# n319052001, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A4: corrected information: the patient¿s weight was reported as 91.8lbs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient¿s actual weight was reported as (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a consult with the neurology on (B)(6) 2020 and it was decided to replace the pump and replace the catheter further up in torso to provide better medication stream for upper and lower extremities. The replacement went well. The patient had not been seen for follow yet. The patient¿s next appointment was (B)(6) 2020 and they would be able to evaluate upper and lower extremities to determine of the replacement of the pump met the needs. Post op the patient was doing well. No further complications were reported regarding the event.